Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to impending failure of components. The plan is to bone graft the tibia and talar cysts as well as exchange the poly. The patient has absolutely no pain.

Manufacturer narrative:
The reported event could be confirmed based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon review of CT scans, medical expert opined that - "the CT scan confirms the large cysts in the tibia and talus. The surgeon plans to revise and to fill up the defect with a bone graft. There is no obvious loosening. The underlying cause of the cysts is likely to be patient related." Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by large cyst in the tibia and talus. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to impending failure of components. The plan is to bone graft the tibia and talar cysts as well as exchange the poly. The patient has absolutely no pain.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.